Event description:
It was reported that the customer was receiving no delivery alarms despite already changing the infusion set. The customer's blood glucose was unknown. Troubleshooting was done. Insulin was unable to exit the tubing of the infusion set until the customer tried a new reservoir. Advised the customer to run a manual prime, and the customer stated that insulin exited the tubing after a reservoir change. The insulin pump did not alarm no delivery. Advised customer that changing the reservoir resolved the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.